Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim console experienced prolonged boot-up times (5¿10 minutes), continuous beeping sounds, and unexpected system shutdowns. The issue occurred while the console was connected to a wall outlet. Troubleshooting was performed by replacing the console battery, but the problem persisted. There was no patient impact..

Manufacturer narrative:
H3: product analysis verified the reported issue and found that the defective eic pcba with bent knobs, boot up failure due to defective ssd card. H6: codes b01, c0208, c07, d02, g02005 and g07001 has been updated. The previously updated codes b17, c20 , d16, g02030 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.